Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No over delivery anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose level of 33 mmol/l. Customer was treated with food. Customer did not show any symptoms for low blood glucose event. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer mentioned that auto mode feature was on. Customer was neither in emergency room, nor admitted to hospital nor was emergency medical service dispatched as a result of low blood glucose level. Customer alleged insulin pump was under delivering. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.